Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated intermittent vacuum low errors. Customer reported that liquid spilled from the hydropneumatic unit during prime. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found valve v32 was held open by plastic debris in the stop port. The fse removed the debris and reseated the valve. The fse found the male elbow fitting at line 146 to the hydropneumatic unit was cracked. The fse replaced the elbow fitting. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).